Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four device complaints that occurred during the same procedure. See MFR report# 3005099803-2009-04613, 3005099803-2009-04614, and 3005099803-2009-04620 for the associated device reports. It was reported to boston scientific corporation one ultratome xl sphincterotome and three jagwires were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the tip of the guidewire peeled and fell into the intestine of the patient while inserting the guidewire to the lumen of the utlratome. Two additional jagwires were used and the same event occurred. The physician found the tip of the ultratome xl sphincterotome was cracked. The procedure was completed using another manufacturer's device. The physician had no concerns with the fragments passing naturally via peristalsis. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.